Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations in the emergency department were unable to pull medications for multiple patients. Case resolution documented in related record: 04441558. Restarted the following services: bd external messaging service, bd pyxis external inbound processors service, net.pipe listener adapter, net.tcp listener adapter and net.tcp port sharing service to drain the messages on the queue. The system functioned as intended after being troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es multiple stations in the emergency department were unable to pull meds for multiple patients. Customer stated that no patient order shown in the station. There were no adverse events or injuries reported based on this incident.